Event description:
The consumer alleges the rollator caused him to fall as he was gong through the door from a restaurant. The rollator allegedly collapsed and the left wheel is no longer in working condition. No serious injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of the device as of this submission. Consumers using the rollator model 65100 rollite are provided user instructions part no 1150739. The user instructions provide warnings, cautions and instructions for all users. It is unknown if the consumer has fully read and understands the user instructions. On page 1 the following warning is given; "warning: do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumers height is (B)(4) which meets the height limitations for the device. Models: rollite models: 65100, 65100r, 68100. Patient height min. / max.: 5'4" - 6'0". It is unknown if the consumer consulted a physician prior to using the rollator. The consumers medical condition, stability and medication regimen are unknown. The following warnings are provided. "Each individual should always consult with their physician or therapist to determine proper adjustment and usage." "A physical/occupational therapist should assist in the height adjustment of the product for maximum support and stability." The consumer typically uses a power wheel chair. It is unknown if the used the rollator as a wheel chair to get through the restaurant door. The consumers technique using the device is unknown. The following warnings are provided. "Do not use the walklite or rollite as a wheelchair or transport device. Walklites and rollites are not intended to be propelled while seated." "Do not rock the walklite or rollite while sitting on the seat." "The wheels and glide brakes must be in contact with the floor at all times during use." "The glide brakes are intended to provide additional stability while in the seated position. The glide brakes are not intended to be used for stopping the walklite during ambulation." The consumer weights (B)(4). It is unknown if additional loading may have been a factor in the collapse of the rollator at the threshold. The following warnings are provided. "Do not hang anything from the frame of the walklite or rollite. Items should be placed in the basket." "The basket has a weight limitation of 11 lbs (5 kg). Items placed in the basket should not protrude from the basket as this may cause the product to tip." "Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary." The maintenance history of the rollator is unknown. The following warnings are provided. "Make sure that all hardware is secure, attachments are securely tighten and locked in the open position, and that casters and moving objects are in good working order before using this or any mobility aid." The condition of the handgrips is unknown. It is unknown if the consumer was trying to reach at the time of the collapse and fall. The following warnings are provided. "If the walklite or rollite is exposed to extreme temperature (above 100°f or below 32°f), high humidity and/or becomes wet, prior to use, ensure handgrips do not twist on the walklite or rollite handles - otherwise damage or injury may occur." "Do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the walklite or rollite and may cause the unit to tip, resulting in injury or damage." "Before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object." It is unknown if the consumer was using non-invacare accessories. The following warning is provided. "Accessories warning": invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products.